Event description:
Tip of sv5 steerable guidewire broke off into right anterior tibial artery during procedure. Md attempted retrieval but unsuccessful. Pt tolerated procedure and was discharged post op day 4.